Manufacturer narrative:
H6: no product will be returned for evaluation.

Event description:
The patient reported experiencing elevated blood glucose up to 400 mg/dl for the past 3 to 4 weeks and is alleging his power pack is at fault for his elevated blood glucose. He reported symptoms of being dizzy and tired with his elevated blood glucose. The patient's normal blood glucose was not provided. He stated that he has had multiple power packs fail after one month of use. The patient reported that he has received the a2 (low power pack) warning prior to the infusion device shutting down. The patient receives his product from a supplier and was not aware of the power pack recall. He is currently not using his infusion device. Patient was educated on the power pack recall and was added to the mailing list to receive scheduled shipments of replacement power packs. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient did not keep any of his old power packs; therefore, no product will be returned for evaluation.